Event description:
It was reported that a l-3r scooter battery was depleting faster than normal. Also when a tight turn is made on the scooter, it beeps until the user backs up and then will allow the user to move forward.